Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a port placement procedure the guide wire being "stuck". The non-bsc port was intended for implant in a central venous location. An amplatz ss 75cm .035 guide wire was being used for the placement of the port. During the procedure, the wire became "stuck" in the patient. It is unknown if the wire became hung up on the sheath. As the wire was pulled, the wire began to unravel. The wire was able to be removed from the patient, stretched, but intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.